Manufacturer narrative:
Investigation: the customer states a feeding tube was inserted and a confirmation chest x-ray showed it to be in the left lower lobe of the lung. The tube was removed. Shortly thereafter the patient¿s saturations dropped to the low 80's. He was noted to have decreased breath sounds over the left chest. A decision was made to place an emergent chest tube. This resolved the pneumothorax. A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. No samples were received by covidien for evaluation. Since the samples were not available for evaluation, the issue reported by the customer could not be confirmed. Root cause analysis has it stated in the (B)(4) initiation decision, advertent bronchopulmonary displacement and consequently pneumothorax of the nasal or oral enteric feeding tubes is a well-studied and well documented complication of current placement techniques for blindly placing the nasal or oral enteric feeding tubes. In the instruction for use (IFU)for the device has the warning is clearly provided that an adverse effect likes pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported defective condition. Based on the information a corrective action from production perspective is not deemed necessary at this time. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a feeding tube. The customer states a feeding tube was inserted and confirmation chest x-ray showed it to be in the left lower lobe of the lung. The tube was removed. Shortly thereafter the patients saturations dropped to the low 80's. He was noted to have decreased breath sounds over the left chest. A decision was made to place an emergent chest tube. This resolved the pneumothorax.

Manufacturer narrative:
Submit date: 6/13/2015. An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch # mw5041144.